Event description:
It was reported that the drive support cap was defective. No further information was provided.

Manufacturer narrative:
The insulin pump was received in with a detached end cap, missing end cap sticker, scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.